Manufacturer narrative:
Concomitant medical products: 5524m, lead, implanted: (B)(6) 1994; 6947, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high rate non-sustained tachycardia and short v-v intervals. Oversensing of artifact was also noted on both rv and right atrial (ra) leads. The artifact appeared to inhibit pacing. Both leads remain in use. No patient complications have been reported as a result of this event.